Event description:
Customer reported a hospitalization for low blood glucose on (B)(6) 2014. He stated his sensor did not alert him that he was going below 80 mg/dl and he passed out. Customer has (B)(6), so paramedics were called. They said customer's blood glucose was 20 mg/dl and they took him to the hospital. He was treated with manual injections and an IV. Customer stated his sensor does not give a reading unless he puts his blood glucose in. When checking the device, the alert silence was set to on. Customer was advised of the alert silence feature and turned it off. Customer did not seem to have a working knowledge of sensors. He was never trained. A trainer was scheduled to meet with customer. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.